Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that was "low" per continuous glucose monitor readings, cause was unknown. An ambulance was called to transport customer to the emergency room (ER). The nature of treatment received at the ER was not provided. During the process of moving customer from the home, the pump was ran over by the gurney and the screen was subsequently shattered and unresponsive. Customer was released from the ER a few hours later.